Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer did not release and requested a field service technician to resolve on-site. Customer did not report patient involvement. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and resolved the reported issue by reinserting the drawer's latch magnet. While troubleshooting the station the field service technician moved the station forward, causing the station's communication cable to break and produce sparks. No other thermal damage was reported. Cable was replaced to resolve. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system drawer did not release and requested a field service technician to resolve on-site. Customer did not report patient involvement. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis medstation es system drawer did not release and requested a field service technician to resolve on-site. Customer did not report patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, e2, e3, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer heard sparks behind the station. After completely turning off the station, noticed pyxibus cable was broken. Replaced pyxibus cable and also found magnet missing from insep and reinserted back. The system functioned as intended after troubleshooted by the field service engineer.